Event description:
Caller reported that pump battery would not charge. There was no adverse impact to the customer's blood glucose level. Customer and technical support tried various solutions without success, leading to the decision to replace the pump. Customer will use an mdi backup therapy to ensure insulin delivery.